Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that connectivity and impedance tests were performed there were impedance issues found on several electrodes on 3 different lead. Each of the leads in the report is associated with a d different ins. The patient is implanted with 3 inss. The patient stated she has not fallen or been into a car accident or know of anything that would have caused this.  The rep reprogrammed all leads to utilize different electrodes for better coverage. The issue was reported to be resolved. No symptoms were reported. Regarding implantable neurostimulator with serial number (B)(4), with electrode 0 as the reference, electrode 10 was showing high out of range impedances. Regarding implantable neurostimulator with serial number (B)(4), with electrode 0 as the reference, electrode 9 had impedance values over 14,000 and electrode 12 had high out of range impedances. Regarding implantable neurostimulator with serial number (B)(4), all electrodes were showing high impedances and electrodes 0-3 and 5-6 noted as high out of range impedances.